Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for spinal pain. It was reported on (B)(6) 2018 the residual pump volume was 10ml when it should have been 2ml. No further complications were reported or anticipated.

Manufacturer narrative:
Have been updated: patient code (B)(6) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they met with the patient on (B)(6) 2018 to interrogate the pump following a magnetic resonance imaging procedure (MRI). The patient report they experienced withdrawal symptoms when the pump was first found to be malfunctioning. The patient reported they were waiting to have their pump explanted. The patient was told that the device should be returned to the manufacturer for analysis. No further information was provided.